Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. (B)(4). Analysis of the tined lead found no significant anomaly. Suspected body fluids were found inside of the lead insulation. This does not affect the fit, form, or function of the lead. Continuity was acceptable with no shorts observed between circuits.

Event description:
The healthcare provider, via the manufacturer representative, reported that blood was found inside the tined lead during the procedure. The surgeon was adjusting placement of the tined lead as only 2 of the 4 electrodes produced satisfactory results. The lead was removed and blood was found inside the entire length of the lead. No diagnostics were performed and the surgeon used a new lead. No further information was reported. A follow up report will be sent if additional information is received.